Event description:
--

Manufacturer narrative:
Visual inspections of the device did not identify any anomalies. The device was put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. Examination of the device stored episode data/electrograms confirmed that the device had post induction shock undersensing.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that following shock-on-t induction, this device and right ventricular (rv) defibrillation lead exhibited ventricular fibrillation (vf) undersensing. Following a successful shock-on-t induction, vf undersensing was observed. A commanded shock and external defibrillation were delivered. During the episode, periods of asystole were noted. The measured rv sensing had been in the 2.0-3.0 mv range. The physician was planning to keep the patient hospitalized until a separate rv pace/sense lead could be implanted. Technical services explained that this device's post shock-on-t uses normal bradycardia pacing parameters which in rare cases can lead to early delivery of atrial and ventricular pacing outputs. Following pacing output, cross-chamber blanking may result in vf undersensing and a delay in sensing. The reported low amplitude r-waves may increase the risk of this occurring. This issue is avoided clinically since post-shock pacing delay parameters are applied following delivery of a spontaneously developed arrhythmia. Technical services suggested programming options for the next scheduled induction test. Boston scientific crm received information that this device was not implanted and replaced with a competitor device. The rv defibrillation lead remains in-service. Subsequently, a save-to-disk was returned to technical services and the episodes were reviewed. A conference call is planned to discuss the post shock-on-t sensing of cognis and teligen devices with the physician.

Manufacturer narrative:
The device was received at boston scientific's return products department and is currently undergoing laboratory testing.

Manufacturer narrative:
Subsequently, boston scientific received information that a field meeting with the physician was held to discuss this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.